Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device s returned with the inner pouch, and carrier tube. The distal tip was damaged. The balloon was loosely folded with stent strut impressions between the markerbands. The stent was not returned for analysis. There was no other damage to the device. Manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a coronary artery stenting treatment procedure a no cross occurred. The 90% stenosed lesion being treated was located in the moderately tortuous left anterior descending artery. After a 2.5x32mm taxus liberte stent was implanted, the physician advanced the 3.0x32mm taxus liberte stent to implant the device by overlapping it to the previously implanted stent. With using micro catheter, physician attempted to cross the lesion with the stent delivery system the distal part of the device "bumped" into something and the 3.0x32mm taxus liberte failed to cross the lesion. The device was exchanged for a 3.0x24mm taxus stent to complete the procedure. No patient complications were reported and patient status is good. However, analysis found stent dislodgement